Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy effluent and abdominal pain. The cause of peritonitis was unknown. The patient was hospitalized and was treated with vancomycin injection (1 gm per 72 hours, for 4 weeks and intraperitoneal) and amikacin injection (125 mg, daily, for 4 weeks and intraperitoneal) for peritonitis. The patient was discharged and was recovered from the event. Pd therapy was ongoing. No additional information is available.